Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 the patient underwent a hardware removal due to nonunion and broken trochanteric femoral nail advanced (tfna) nail. X-rays taken on an unknown date showed non-union and broken nail. Originally, the patient was implanted with a proximal femoral nailing system on an unknown date. The implant was removed and subsequent new femoral recon nail (frn) performance nail was implanted. Patient is seemingly fine, fracture was reamed and reduced. Concomitant device reported: unknown tfna helical blade ( part# unknown, lot# unknown, quantity 1). Unknown locking screw ( part# unknown, lot# unknown, quantity 1). Unknown tfna end cap ( part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for one (1) 11mm/130 deg ti cann tfna 400mm/right - sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history. Device history lot, manufacturing location: monument, manufacturing date: 04-feb-2019, expiration date: 31-dec-2028, part number: 04.037.160s, 11mm/130 deg ti cann tfna 400mm / right ¿ sterile, lot number: h818824 (sterile) , lot quantity: 6 . Work order traveler met all inspection acceptance criteria. Inspection sheet, in process / inspect dimensional / final, ns071295 rev d met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection, ns067861 rev b met all inspection acceptance criteria. Packaging label log (pll) lppf rev e was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 15965 supplied by ees (albuquerque) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.942.2, lock prong, 130 degree, tfna bp55, lot number: 2l36324, lot quantity: 96. Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended bp55, lot number: h681006, lot quantity: 1,000. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection ns062851 rev b met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card supplied by smalley dated 21-sep-2018 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive bp58, lot number: h811476, lot quantity: 80. Work order traveler met all inspection acceptance criteria. Inspection sheets ns062925 rev e met all inspection acceptance criteria. Part number: 21127, timoagri16.00 bp80, lot number: h801895, lot quantity: 555 lbs. Certified test report supplied by perryman company, dated 06-dec-2018 was reviewed and determined to be conforming. Lot summary report dated 17-dec-2018 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history batch null, device history review 23-oct-2019: this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.